Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient's (pt) representative regarding a patient with an implantable neurostimulator for spinal pain indications. The reason for call was caller stated the patient was up at the hospital because "it" wasn't working for the past few days (confirmed issue began after new year). Caller clarified the patient couldn't get the implanted neurostimulator (ins) to charge. Caller said the controller came up with a red arrow one day and the next day ins only charged to 30% and wouldn't increment further. Caller said they thought the representative they worked with earlier today thought the recharger was the issue. Caller inspected controller connection pins and recharger plug/cord, but did not see any damage. Caller then tried to start a charging session after controller reset, but reported system problem rm04 and said that was the message they'd seen before. The issue was not resolved. An email was sent to the repair department to replace the recharger. The caller had a damaged recharging belt. An email was sent to repair to replace the belt. Caller said the belt began getting harder to use due to being worn out.